Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log from august 6, 2025, recorded alarms for low tidal volume (2073), exhalation system fault (2062), and compressor fault (2001). These alarms may be triggered by patient/circuit blockage, secretion buildup, patient-ventilator asynchrony, or exhalation valve/circuit restriction. During evaluation, the device passed stress testing, calibration, and valve/autocal checks without reproducing the faults. Internal inspection found debris on the flow screen, which was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "compressor fault-2001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.